Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced. Utilizing a known good battery device would only power on when prompted by on/off key and/or door open. Utilizing a known good alternating current adapter, the device would only power on when prompted by on/off key and/or door open. Device does not power off unless prompted by user or deliberate removal of power. No component could be identified for causality. The customer's battery was not returned with the device, therefore the only additional testing that could be performed was with known functional parts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off and on by itself upon power up. There was no patient involvement. No additional information is available.